Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No battery out limit alarms or low battery alerts were noted. The insulin pump was received with intermittent button response, due to corroded keypad traces. It was also received with corroded electronic assemblies. No traces of moisture were noted at motor assemblies per visual inspection. The device was also received with minor scratches on the lcd window, a cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.

Event description:
The customer's parent called and reported the insulin pump stopped working, after customer went swimming with it on. The buttons stopped responding. Customer's blood glucose was 80 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.